Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false downstream occlusion alarm, which was not reproduced. Multiple events of downstream occlusion were verified through a review of the event history log and the downstream tubing was found out of specification. The downstream tubing was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.